Manufacturer narrative:
Follow-up submitted with evaluation results. Customer replaced casters.

Event description:
It was reported by service report that there was a reduction in brake force due to delaminated casters. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that there was a reduction in brake force.